Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection around the incision site. Symptom was red around the incision. The physician believed that the infection was not device related. It was unknown if antibiotics were given. The patient underwent an explant procedure.